Event description:
Per journal article, "frequency of conduction disturbances after edwards sapien percutaneous valve implantation", three patients enrolled in the (B)(6) clinical study expired during the tavr procedure. Details of the tavr procedure and the causes of death were not included in the article. As there are no patient identifiers this MDR is applicable to all three patients.

Manufacturer narrative:
Per the device¿s instructions for use, complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), the use of bioprosthetic heart valves, and anesthesia include but are not limited to death (procedure-related, device-related, or unknown). In this case, multiple investigational follow-ups have taken place to obtain patient specific details and the causes of death, however to date, no additional information has been received. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The instructions for use (IFU) and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation of these events is ongoing.